Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 121 mg/dl. The customer reported the drive support cap appears normal. The customer said that there is crack where the reservoir goes and a crack on the corner of the screen on top left and top right. The customer stated that the device was not exposed to strong magnetic field. The customer did not reported an e70 alarm. The customer was unable to rewind due to motor error and also said that he had motor error several times. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed rewind, basic occlusion and displacement tests. No motor error alarm during our testing noted and the motor passed motor test. The insulin pump had pump cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, minor scratched display window and missing the end cap sticker.